Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. Unrelated to the reported event, the company service representative found system messages (sm) [please tune the phaco handpiece] and [tune failure: handpiece frequency bandwidth too high. Please re-tune] in the event log. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, an ophthalmic operating console had no ultrasound power. As ultrasound not working it took long time to complete the surgery. Patient impact information was not provided.